Manufacturer narrative:
Product event summary: it was reported that the shower bag had a broken clip, rendering unsafe for use. One shower bag was returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. Failure analysis of the shower bag revealed that the unit failed visual inspection due to damaged snaphook clips. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to wear and/or due to the handling of the unit. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the shower bag strap was loose and not working properly. The shower bag was replaced. No patient complications have been reported as a result of this event.